Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl, as well as a high bg level of 800 mg/dl. Cause of both high and low bg were unknown. Low bg was addressed via consumption of carbohydrates, glucose tabs, and glucose gel. High. Bg was addressed via a manual injection. Additionally, it was reported that the pump's touchscreen timed out more quickly than expected, and that control iq software did not decrease or suspend insulin appropriately. Although requested, the customer did not upload pump data for review. Multiple contact attempts were made by tandem technical support to upload pump data, however no response received.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 18 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 12:12:07 am to 12:47:07 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 12:12:07 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 7:32:23 pm, date: on (B)(6) 2020, iob: 4.01, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 05:27:07 am to 05:57:07 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 05:22:07 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 03:13:17 am, date: on (B)(6) 2020, iob: 2.65, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 43 to 53 mg/dl were recorded at 09:12:14 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 47 mg/dl were recorded at 03:52:12 am to 04:47:12 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 03:47:12 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 01:47:32 am, date: on (B)(6) 2020, iob: 1.12, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 43 to 53 mg/dl were recorded at 9:52:18 pm to 10:12:13 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 9:52:18 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 7:21:53 pm, date: on (B)(6) 2020, iob: 0.45, time: 7:39:40 pm, date: on (B)(6) 2020, iob: 5.11, time: 8:18:54 pm, date: on (B)(6) 2020, iob: 6.00, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 42 mg/dl were recorded at 09:57:13 am to 10:22:13 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 42 was enunciated at 09:57:13 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 9:52:14 pm to 10:32:14 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 9:52:14 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 5:46:33 pm, date: on (B)(6) 2020, iob: 0.00, requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. The user made the following bolus request(s) while having insulin on board (iob): time: 7:17:43 pm, date: on (B)(6) 2020, iob: 3.43, time: 7:22:28 pm, date: on (B)(6) 2020, iob: 7.00, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 41 to 47 mg/dl were recorded at 02:27:16 am to 02:42:14 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 44 was enunciated at 02:27:16 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 11:52:32 pm, date: on (B)(6) 2020, iob: 1.35, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 12:02:14 pm to 1:22:14 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 52 was enunciated at 12:02:14 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 08:01:27 am, date: on (B)(6) 2020, iob: 2.28, requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 06:56:00 am, date: on (B)(6) 2020, iob: 0.92, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 40 to 46 mg/dl were recorded at 2:52:15 pm to 3:07:23 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 46 was enunciated at 2:52:15 pm on (B)(6) 2020. A user initiated tubing fill of size 30.19 units was observed at 1:13:15 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 09:53:18 am, date: on (B)(6) 2020, iob: 6.19, requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 09:07:32 am, date: on (B)(6) 2020, iob: 5.69, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 40 to 51 mg/dl were recorded at 7:12:15 pm to 7:47:23 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 7:12:15 pm on (B)(6) 2020. A user initiated tubing fill of size 30.19 units was observed at 1:13:15 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 5:18:36 pm, date: on (B)(6) 2020, iob: 4.64, requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 4:07:40 pm, date: on (B)(6) 2020, iob: 2.75, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 52 to 53 mg/dl were recorded at 02:22:18 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 10:42:20 pm to 11:17:17 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 10:42:20 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 8:53:38 pm, date: on (B)(6) 2020, iob: 1.02, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 50 was recorded at 05:02:18 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 04:57:18 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 46 to 51 mg/dl were recorded at 5:07:18 pm to 5:17:18 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 4:42:18 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 3:23:17 pm, date: on (B)(6) 2020, iob: 0.25, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 12:42:18 am to 01:12:18 am on (B)(6) 2020. Blood glucose (bg) of 42 mg/dl was entered into the pump by the user on (B)(6) 2020 at 01:09:54 am. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 12:37:18 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 10:53:05 pm, date: on (B)(6) 2020, iob: 1.63, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 07:07:19 am to 07:17:19 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 07:02:18 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 02:11:30 am, date: on (B)(6) 2020, iob: 1.21, requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 47 mg/dl were recorded at 03:12:20 am to 03:47:20 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 45 was enunciated at 03:12:20 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 12:29:41 am, date: on (B)(6) 2020, iob: 2.30, time: 01:16:03 am, date: on (B)(6) 2020, iob: 4.17, requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.